Manufacturer narrative:
Device evaluation: medtronic is leading an evaluation of the reported surgeon console review of the field service notes indicate that the surgeon console experienced a communication error and non-recoverable error after booting up. At the facility they rebooted the whole system with the emergency power off (epo) button as the startup specialist (sus) narrated to the technical service specialist (tss) that they saw many errors and rebooting the system did resolve the issue. Evaluation of the device data logs showed that error codes for 'surgeon console non-recoverable error__surgeon console non-recoverable error; surgeon control disabled_console computing node comm lost', 'client communication loss', 'system inoperable - communication loss graphic user interface -master surgeon controller' were observed. The field service engineer on site inspected the surgeon console but no information was available since emergency shutdown using the epo was performed; however, the data cable and the internal console cables were checked and the system was tested for forty minutes with several restarts and the issue did not reoccur and stands resolved. Evaluation of the provided images show error messages related to the surgeon console on the operating room team interactive screen of the tower. Both the images received are displaying the same error message and reads: "warning: surgeon console non-recoverable error. Restart surgeon console. If error reoccurs, continue from bedside or discontinue system use.", "caution: surgeon console communication lost. Check data cable or restart console using red ac power switch. Touch dismiss to acknowledge.", "warning : system non-recoverable error; surgeon control disabled. Use bedside control to withdraw instruments and discontinue system use." Further evaluation of the reported surgeon console is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in the supplemental report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic sigmoidectomy procedure, just after booting the surgeon console (sc), a non-rec overable error appeared. The team rebooted the whole system by emergency power off (epo), after which no further errors appeared, and it worked properly. There was no patient involvement.